Manufacturer narrative:
Investigation evaluation: it was reported, a total of 4 nforce nitinol helical stone extractors did not open and close correctly during a thoracic surgery. Three devices from this reported lot, and 1 device from another lot,(reference MDR # 1820334-2020-00183). An unspecified device was used to complete the procedure. Reviews of complaint history, device history record, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. There is not enough evidence available to determine that the devices from these 2 complaints experienced the same failure mode. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other complaints received from the field were determined to have a related failure, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The devices were not returned. No photos were provided. Another device from the complaint lot was received for a similar issue from a different customer. It was determined since these 3 devices were used off-label for a thoracic surgery, and the other complaint device from the lot was appropriately used for a urology surgery, it could not be concluded that the complaint devices experienced the same failure mode. The information provided, stated the devices were used for a thoracic procedure. The IFU states that the device is intended for stone manipulation and removal in the urinary tract. The devices were used off-label. Without the devices available for investigation, the cause for the failures of the devices to open/close properly could not be determined. Four devices experienced the same failure during the procedure, indicating it is possible that the off-label use of a urology device for a thoracic procedure may have caused the devices not to function properly, but there is not enough evidence to conclude that this was the cause of the failures. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28feb2020: the device was destroyed by the customer and is not available for return.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a thoracic surgery (not urological) using a total of four nforce nitinol helical stone extractors (three from this reported lot, and one from another lot reported in patient identifier (B)(6)), the devices did not open and close correctly. The surgeon used another unspecified device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.